Event description:
During the preparation, prior to utilizing in the patient, the physician tried to purge the delivery tube of the product (trufill dcs); however, the air came in, and it was unable to purge the delivery tube. Therefore, another coil (trufill dcs) was used for the procedure. There was no defect on the outer box and sterile pouch. The product was properly stored in our storage. The product was no clinically used and it will not be returned for analysis.

Manufacturer narrative:
The syringe was new and it was the first time that it was utilized. Prior to utilizing the syringe to flush the dcs coil, the air was removed from the chamber. No other type of syringe was utilized to prep and flush the dcs coil system. The syringe did not show any anomalies (fluid leaks, or threaded plunger stripping, or inability to pressurize to the green/red zone). The same syringe was utilized to deploy other coils and it worked correctly. During prep, the delivery tube and the introducer were not kinked or have bends and no other abnormalities were noted. After removing or not utilizing the coils, the coil did not stretch, kink, bend or have other anomalies. No additional information is available. The product will not be returned for evaluation and testing. The DHR review was performed and showed that this lot of products met all requirements per the applicable mqp (manufacturing quality plan), dcs purgeability verification dcs qc functional test per test results. Based on the information provided. There were no identified procedural factors contributing to the report of air coming into the system during prepping of the trufill dcs system. Because the trufill dcs syringe was successfully used on subsequent trufill dcs systems, the syringe does not appear to have been a contributing factor, the trufill dcs system was not returned for analysis; therefore, no conclusion can be made.